Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, the right iliac graft occlusion resulting in an axillary to femoral bypass procedure is confirmed. The event is most likely user related due to the patient having pre-existing aorto-iliac occlusive disease (critical stenosis at the bifurcation), the distal circulation to the bilateral lower extremities were severely compromised prior to the evar procedure, the patient required thromboembolectomies and fasciotomies during the procedure and continued use of methamphetamine and nicotine. There were no procedure related harms identified attributed to the device. The patient was discharged on the sixth hospitalization day home and stable following right leg bypass surgery and right internal and external iliac thromboembolectomies. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx2. Corrections: g1,2: contact office- contact has been updated h6: result code: remove code 3233 h6: conclusion code: remove code 11.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was initially implanted with a bifurcated stent graft to treat an abdominal aortic aneurysm (aaa). Approximately five (5) months post initial procedure, a graft occlusion was identified. It was reported by the physician that the occlusion was most likely due to the patient's drug use. An intervention was completed. The physician elected to performed an ax-bi-fem bypass with non endologix devices. The patient was reported as doing well post intervention.